Event description:
Manufacturer received a report from the consumer alleging that the consumer slid out of the chair while trying to transfer to the toilet and fell to the floor. As a result of the incident, the consumer sustained a strainted ankle and a fracture below the knee. Product is not being returned for evaluation and is still in use.